Event description:
The customer reported a screw broke and the tip remains in the patient's bone.

Manufacturer narrative:
Additional information requested from the customer for this complaint file that has not yet been received. Product return expected from customer but has not been received by the manufacturer at the time of this filing. The warnings in the package insert state this type of event can occur. Without a known lot number, review of the manufacturing records cannot be performed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
Additional information from the customer indcates that the screw broke upon removal from the patient's bone. The customer indicates "there seems no health hazard due to the issue" was identified. MDR updated for additional information only.